Event description:
Floseal 10 ml product manufactured by baxter. After mixing the powder gelatin mixture, it becomes difficult and near impossible to depress the medication out of the syringe. Of note, this has only been happening sporadically but enough to warrant attention from surgery medical staff.